Manufacturer narrative:
The device is not returning, the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed the final arm angle (efaa) test. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve. The clip failed final arm angle (efaa), the clip opened slightly more than five degrees. The clip was re-closed and efaa was tested again. This time efaa passed, the clip remained closed and was deployed. A second clip was implanted to further reduce mr. A total to two clips were implanted, mr was reduced to less than 1. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no lot-specific product issue from this lot. Based on information reviewed and without the device to analyze, a cause for the reported unintended movement ¿ clip open efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na